Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device testing showed the device gave a false "no cassette attached" message/alert after power on. The downstream occlusion sensor was determined to be faulty. The cause of the component issue was not confirmed.

Event description:
It was reported the device gave a double beep alert with "no cassette attached" message. Issue found during testing; no patient involved.